Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being completed by tandem technical support (cts) however, the customer was unable to complete the check at time of report. Multiple attempts were made by cts to continue troubleshooting the issue, however no response was not received. Customers blood glucose was 97 mg/dl.